Event description:
It was reported via repair work order that the zoom drive was intermittent due to malfunctioned zoom drive handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.